Event description:
It was reported that a patient underwent a skin closure on (B)(6)2023 and suture was used. Prior to use, the suture pulled off the needle in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the package was visually inspected, and wrinkles and holes in the bottom foil were observed.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one empty tray detached needle and suture of product code vcp1433h were received for analysis. In order to evaluate the conditions of the returned sample, no marks were observed around the swage area. The needle hole was observed with a suture remnant. In addition, the suture was examined and the end was cut. To investigate further, the package was visually inspected, and wrinkles and holes in the bottom foil were observed. This condition contributed to the degradation of the suture since the product code of vcp439h is an absorbable suture. A photo was provided and it showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the device batch s23010033, and no non-conformances were identified.